Event description:
The customer felt shaky and used the device to check their blood glucose. A result of hi was obtained. They had previously dosed insulin, so they laid down. They started to have convulsions and emergency medical technicians were called. The emergency medical technician checked their glucose and the level was 42 mg/dl. They gave pt an IV and transported pt to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.